Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported nothing unusual happened. Consumer reported the day before when they were reprogrammed they were comfortable. They were told to turn it down for a couple days. The issue was not resolved. The patient was in horrible pain and the burning was reportedly overwhelming. No further complications reported/anticipated.

Manufacturer narrative:
Device code (B)(4) omitted in initial report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was reprogramed last week and everything was fine until 3 days prior to the report. The patient stated that they were only feeling stimulation on one side of the body and it should be on both sides and feet. The patient said their left foot and ankle hurt really bad because of not feeling the stimulation and the right side was making the pain worse because it was burning. The patient stated that it was making the symptoms worse and the pain was from the knee down. The patient said that sometimes when they were lying flat and it really shocked them and when lying in bed the right leg pain shoots up. The patient was directed to their healthcare professional. No further complications were reported/anticipated.